Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure was confirmed and replicated. During the power-on test, the c-33 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause of erbe errors is attributed to intermittent voltage fluctuations resulting from an electrical component failure on the erbe generator and it can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported issues with the erbe generator. Tse reviewed the system event logs and noticed several error codes c-34, c-30 and m11 indicating a faulty erbe. Tse advised to restart the erbe generator and to use an external generator to continue if needed. Tse viewed the event lives, and it appeared that the erbe generator was in use (surgeon was using energy pedals). The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgery was completed with the da vinci surgical system. The problem has not recurred.